Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Subsequently, it was reported that a cartridge alarm (alarm 09) occurred. Reportedly, the cartridge had been loaded with 300 units of insulin. Reportedly, customer successfully loaded a new cartridge to resolve the issues and insulin delivery was resumed. There was no reported impact to the customer's blood glucose level.